Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, the sheath was inserted into an 11fr terumo short sheath. At the end of the procedure, as the swartz was removed the tip separated and "fell off" inside the terumo sheath.. There was no mention of excessive strain or force used on the sheath. When the teruma sheath was removed the tip of the swartz sheath was inside the terumo. There were no adverse patient consequences and all pieces of the sheath was removed successfully.